Event description:
(B)(6) -the dealer reported that the unspecified stationary concentrator would function for about one hour, and it would logoff without command. There was no patient injury reported.